Manufacturer narrative:
Qn#(B)(4). Medwatch received - uf/importer report#(B)(4). The sample was returned for investigation. Upon receipt the breathing circuit was visually inspected for any signs of abuse/misuse/damage. The circuit exhibited a section of melted tubing approximately 9 inches from the column end of the circuit. The melted portion of tubing measured approximately 6 inches in length. An undetermined length of the heated wire had pulled out of the tube forming small, tight loops. There was no recognizable burnt material from the circuit or the heated wires. A visual inspection was performed along the whole length of the circuit examining for any signs of heated wire "bunching" or "gathering". Nothing physically noted except what heated wire had been pulled out of the tube. The complaint has been confirmed. See pictures provided by customer. Also see pictures taken at the time of investigation attached. Functional inspection could not be accomplished as the breathing tube was damaged/defective. To ensure no manufacturing process error, or electrical failure was not responsible for the report incident, the assigned electrical resistance was measured. The actual measured value was 13. S which is within specification. The IFU states for this product states, "always maintain adequate flow rates through circuit to prevent overheating", do not milk or stretch tubing to remove condensation: wire damage or circuit malfunction may occur", do not placing tubing directly of patient's skin", "do not cover tubing with sheets, blankets, towels, clothing, or other materials". The complaint has been confirmed, however a definitive root cause assignment cannot be made with the limited information provided co ncerning the incident. It should also be noted that all heated wire circuits are tested for correct electrical values, and to ensure the circuit does not leak (gas) 100% before leaving the manufacturing facility. No further action required.

Event description:
Customer reported circuit tubing melted during use. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Photos of catalog number 870-98kitf (22mm htd niv circ kit w/filter) were received for analysis. In such photos it can be observed that the corrugated tubing was melted as mentioned in customer complaint. Customer complaint is confirmed based on the visual inspection of photos received. However, it cannot confirm as manufacturing issue since it is unknown if the product was used considering the IFU warnings to avoid overheating. Product sample is necessary to perform a better investigation. If the defective sample becomes available to investigation, this complaint will be updated as applicable.

Event description:
Customer reported circuit tubing melted during use. No patient harm or injury reported.